Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 syringes 60ml ll tip 1ml 2 oz in 1/4 oz experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no.: 309653 batch no.: 9182725. Per email: product description: syringe 50ml lf strl grad n-pyrg ll origin of the issue: product failure//design detail: product quality, cat # 309653 leaks from plunger number of occurrences: 10.0 (multiple) lot number: 9182725.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that 10 syringes 60ml ll tip 1ml 2 oz in 1/4 oz experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no.: 309653 batch no.: 9182725. Per email: product description: syringe 50ml lf strl grad n-pyrg ll; origin of the issue: product failure//design; detail: product quality, cat # 309653 leaks from plunger; number of occurrences: 10.0 (multiple) ; lot number: 9182725.